Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However based upon the information from olympus (B)(4), it was considered that this phenomenon was attributed to the failure of the camera cable. Omsc surmised that the failure of the camera cable was caused by user's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with this event.